Event description:
The customer contacted abbott regarding failed calibration for the axsym rubella igg assay, where error code 1048 (calibration check failure, cal a/b, ratio too large) was generated. An abbott rep was sent to the customer facility to determine if any problems with the instrument, as the customer reported no issues with other assays. In the review of the customer's instrument maintenance, there were no issues identified. The abbott rep performed various maintenance procedures and then recalibrated the assay, which failed with the same error code. The abbott rep took the reagent to another customer facility to troubleshoot the issue and obtained the same error. An unopened kit of the same reagent and a new lot of master calibrators was obtained and the abbott rep attempted to recalibrate unsuccessfully. There was no impact to pt management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.